Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the device's therapy connector assembly, as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that a pin from a therapy cable assembly had broken off and become lodged inside one of the device's therapy connector receptacles. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.